Event description:
On (B) (6) 2010, pt underwent operative procedure for another medical condition. During this surgery, the surgeon noted the previously placed mesh had separated. (The mesh was reported to have been implanted approx 1 1/2 yrs ago). The surgeon reported the eptfe was not attached to the marlex/polypropylene portion of the mesh. The mesh was explanted. The pt is reported to be doing well postoperatively.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.